Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitations (tel. #) (B)(6).

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) valve group test failed. Customer reported valve block test failure, test #1 the deviation is -330, and the balloon prompts to check the iab catheter. There was no patient harm reported.

Event description:
It was reported that during a routine inspection, the cs100 intra-aortic balloon pump (iabp) valve group test failed. Customer reported valve block test failure, test #1 the deviation is -330, and the balloon prompts to check the iab catheter. There was no patient involvement.

Manufacturer narrative:
Additional information: e1 (event site postal code: (B)(6), event site state: (B)(6), event site telephone: (B)(6)). A getinge field service engineer (fse) can reproduce the reported failure, valve block test failed, test #1 deviation was -330, ballooning prompted to check iab catheter and after replacing the driving valve group, the test is normal. All functional safety checks have been made to meet factory specifications. The device has been returned to the customer and approved for clinical use.

Event description:
N/a.